Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported the certas shunt was not able to be adjusted to setting 8. The health care professionals only adjust the shunt up to setting 7. The patient had to undergo shunt revision and the dysfunctional shunt was replaced.

Event description:
N/a.

Manufacturer narrative:
UDI : (B)(4). The certas valve was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The valve passed the tests for programming, occlusion, reflux and pressure. The valve was leak tested, only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for the problem reported by the customer could be due to "biological debris and protein build up, no functional issues were noted during the investigation.